Manufacturer narrative:
G2: addition on PMA medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2023 and product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2023 and product type: lead. Suspect medical device information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 24-jul-2025 and UDI#: (B)(4). Product ID: 977a275, serial/lot #: (B)(4), ubd: 07-apr-2026 and UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was an issue encountered when connecting ins battery to leads during scs implant. Physician unable to slide lead I into battery socket ii. Trouble shooting was  performed. Lead I would also not slide into socket ii. Lead ii was able to properly slide into and secure in both socket I and ii. This showed an issue with lead I. Upon visual inspection, there was an area of thickening to most distal electrode (electrode closest to distal end of segment). Physician¿s first assist used hemostat to push up against the widened portion. With that, a small piece (that looked like a very thin wire) was positioned perpendicular to the gray portion of the electrode. The hcp then was able to pinch this piece off. After doing this, the lead (lead I) slid into socket ii. All battery connections showing good (green). Lead impedances showing within normal limits (green). Patient device not turned on as physician waits until post op visit to turn stimulation on. Issue appears resolved. Physician present and aware of issue. No symptoms were reported. The cause of the issue is unknown.